Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v386952 serial# implanted:(B)(6) 2010 (B)(4). (Lot# v386952) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they repositioned the wires and moved "the box" on the other side due to a fall in (B)(6) 2015 or 2016. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.